Event description:
It was reported that a patient with lower leg wound had constant leak alarm issues with no visible leaks and a low drainage in canister. Patient was using s&n gauze kit and was switched to kci pump with white foam then had no issues in the therapy. No harm or injury reported.

Manufacturer narrative:
The device, which occurred after the treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause may be a connection issue or component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.